Event description:
It was reported that 2 syringe 0.3ml 31ga 6mm had foreign matter on device cannula or in the fluid path. The following information was provided by the initial reporter :   the pet owner reported that when pushing on the plunger before injection a clear liquid was inside barrel. Date of event: 2021-06-06. Samples: yes.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 0209889. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 syringe 0.3ml 31ga 6mm had foreign matter on device cannula or in the fluid path. The following information was provided by the initial reporter :   the pet owner reported that when pushing on the plunger before injection a clear liquid was inside barrel. Date of event: (B)(6) 2021, samples: yes.